Event description:
Upon investigating staff complaints of an odor, I narrowed it down to the gown cabinets and then specific to this lot number. This lot of gowns has a very strong smell of dead rodent type odor. All other lot numbers smell fine. 10 cases discarded. All gowns with this lot number have been removed from ir/CT/neuro rooms and the gown storage cart in the ir hallway. Manufacturer response for gowns, (brand not provided) (per site reporter). Immediately escalated, they are escalating to their quality department.